Event description:
It was reported to philips that table movement was not functioning due to geoipc manual power issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Replaced geoipc and performed board download. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).